Event description:
Reporter stated that the collamer intraocular lens model cc4204bf tore during insertion into the eye due to the lens being loaded incorrectly by the technician. The surgeon had to enlarge the incision to remove the lens and placed a suture.